Event description:
After having the gastric bypass surgery in (B)(6) 2006, the attempt was made within a month to retrieve the temporary vena cava filter that was placed in my vena cava. The reason, I'm assuming, is because a cat scan of my brain in 2005 showed a history of a stroke that I was not aware of. I had all the testing done at the time to determine why I had the stroke and the doctors could not find a reason. Now I'm on a blood thinner the rest of my life and have an unretrievable filter in me that could "break or migrate or puncture organs". I fear this result frequently. The filter was supposed to be only temporary and it "tilted". The surgeon didn't migrate. What the "profanity". I'm supposed to feel comfortable with that answer? I'm seeking assistance in this matter. I have been dealing this since 2006 at the age of (B)(6). I am now (B)(6). Please give me guidance.